Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the issue started on (B)(6) 2018 at 6.30 am, alleging that he obtained inaccurately high blood glucose results of ¿106 mg/dl¿ on the subject meter compared to ¿90 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he does not take any diabetes medication, and that he made no changes to his normal diabetes management, in response to the alleged issue. The patient reported that 9 hours after the issue began, he developed symptom of ¿dizziness¿. In response to the alleged symptoms he called his nurse, who advised him to go to the emergency room. He alleges that he decided to go to the doctor¿s office instead, at 7 pm on (B)(6) 2018, at the doctor¿s office a blood glucose result of ¿40 mg/dl¿. In response to this he was given by the nurse, some food to eat, to try to increase his blood glucose level. He was kept in the clinic overnight for observation. A blood glucose result of ¿90 mg/dl¿ was obtained the following morning, and he was allowed home. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and an approved sample site to obtain the blood samples. The control test had not been manually selected. The csr noted the patient did not have control solution. Replacement product were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.